Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire inside of the trunk cable connector. The root cause for the open wire could not be positively identified, but the damage likely resulted from the excessive force on the trunk cable connector. No adverse event resulted from the open pulse wire. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving frequent check therapy electrode messages. The pt was issued a replacement electrode belt.